Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, customer stated that after reprocessing and tried to use the mega suturecut needle driver instrument didn¿t register any uses. Customer noticed some wires frayed. There was no report of patient involvement.